Manufacturer narrative:
(B)(4). Evaluation summary: abbott analyzed the returned device and was unable to confirm the reported resistance upon balloon sheath removal, as the sheath had been removed prior to returning and was not received with the balloon catheter. A review of the complaint handling database found no similar incident from this lot. Abbott conducted root cause analysis and during further review of the complaint handling database and other sources of nonconformity data found the occurrence to be potentially related to a manufacturing issue. Continued assessment of this issue per site operating procedures is being performed, corrective and preventive actions will be addressed per quality system protocol.

Event description:
It was reported that during preparation the stylet was removed from the 4.0 x 08 mm nc trek balloon catheter; however, it was very difficult to remove the protective sheath and once removed, there was a kink in the distal shaft. The device was not used. A new nc trek was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.